Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.